Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The mother reported that the customer's blood glucose reached 412mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed, it was noticed that the site was red and infected. The patient went to the doctor who verified the infection and prescribed bactrim to be taken for 10 days. The mother stated that the site seems to be clearing and that the patient's blood glucose levels are starting to stabilize.